Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was resistance during injection and when syringe removed blood flowed out of the injection port with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: patient was cannulated with a 14g peripheral bd venflon in the left hand. Antibiotic was injected through the injection port. Huge resistance was felt on the syringe followed by a complete loss of resistance. When the syringe was removed blood flowed out of the injection port. The cannula was removed and replaced. Device quarantined.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see section h.10.

Event description:
It was reported that there was resistance during injection and when syringe removed blood flowed out of the injection port with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: patient was cannulated with a 14g peripheral bd venflon in the left hand. Antibiotic was injected through the injection port. Huge resistance was felt on the syringe followed by a complete loss of resistance. When the syringe was removed blood flowed out of the injection port. The cannula was removed and replaced. Device quarantined.